Event description:
The field engineer reported that the system was not booting up. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The real time operating system was replaced and the software was reloaded. The system was then found to be operating as intended.